Manufacturer narrative:
Continuation of medical devices: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2006, product type extension. Product ID 37711, serial# (B)(4), implanted: (B)(6) 2006, product type implantable neurostimulator. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2006, product type extension. Product ID 7427, serial# (B)(4), implanted: (B)(6) 2004, product type implantable neurostimulator. Product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2006, product type extension. Product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2006, product type extension. Product ID 3888, product type lead. Product ID 3777, product type lead. Product ID 3777, product type lead. Product ID 3888, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3888; product ID: 3777; product ID: 3777. Analysis of the 3888 lead with an unknown serial number found that the lead body conductor was broken at the anchor site and the distal end of the lead conductor was broken. Analysis of the 3777 lead with an unknown serial number found that the proximal end of the conductor was broken. Analysis of the 3777 lead with an unknown serial number found that the conductor body was broken at the anchor site and the proximal end insulation was consistent with metal ion oxidation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient¿s device was explanted because they were no longer using it and white residue or tissue was noted around the battery. The hcp wanted the battery to be analyzed. The hcp thought this could be calcination from the patient, but they wanted to confirm. The rep stated that some white tissue was also sent for culture. No further complications were reported. Follow up was conducted. Additional information was received from a representative (rep) indicating that the device had been returned. No further complications were reported. No new information provided. Devices were returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.